Manufacturer narrative:
The customer's meter and test strips were requested for investigation. Routine retention testing is performed. Test strip retention samples passed the internal inspection. The customer's test strips were returned for investigation, where they were tested on a retention meter using retention controls. The test strips and vial showed no defects. The code key imprint was a bit washed out. Testing results (control range = 2.7 - 3.3 inr): qc1 = 3.0 inr, qc2 = 2.9 inr, qc3 = 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch field UDI number : (B)(4). Medwatch field occupation: the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting in a value of 4.1 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory, resulting in a value of 2.5 inr. The laboratory testing methods used are either "immunojoik" or "kranorfoloji/cranorphology". The patient's therapeutic range is 3.0 - 3.5 inr.